Event description:
We have been monitoring a growing problem with cook PICC catheters and now the number of leaking catheters. This catheter issue increases the risk of infection and air embolus to our patients and the resulting rewire procedures further increases patients risk of infection and obvious cost of added procedures as a result of these catheter faults.